Event description:
It was reported that the user experienced a hypoglycemic event after announcing a normal lunch, during which blood glucose dropped to 60 mg/dl while insulin remained on board, and the user self-treated with oral glucose and glucagon. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included non-serious impact managed at home without hospitalization or professional medical intervention. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded that the event is related to hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.